Manufacturer narrative:
Omit: b21 type of investigation not yet determined, c21 results pending completion of investigation, d16 conclusion not yet available. Additional information: device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the device had a channel error after a "nac infusion bag and line" (acetylcysteine) was changed. The pcu was reportedly still working, and the infusion was still going through at the time of the event. There was patient involvement but no harm.

Event description:
It was reported that the device had a channel error after a "nac infusion bag and line" (acetylcysteine) was changed. The pcu was reportedly still working, and the infusion was still going through at the time of the event. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.